Manufacturer narrative:
During review of files it was revealed that a supplemental submission was required for MDR# 2020601-2019-00011. Based on the customer's description of the event, and the patient's previous history of encapsulation with breast implants, the reported issue is indicative of a biological reaction, likely due to improper patient selection. This is known to occur in certain members of the population and is referenced in the current instructions for use. A review of complaint files has revealed that this is the first occurrence of this failure mode in association with part# cfd-010-0167. Reference the attached for details.

Manufacturer narrative:
A device history record review was conducted and there were no anomalies identified which would result in the reported issue. A complaint history review was conducted and there were two additional complaints against lot# 321054; however, these were associated with devices which broke during the implantation process and considered unrelated to the event reported. The product associated with this event has been received and is in the process of being evaluated. This record will be updated once evaluation has concluded.

Event description:
Customer has reported that following bilateral implantation with endotine forehead mini implants, a patient experienced swelling at two months, so the doctor drained the site. Six months following implantation, the swelling was significant and scar tissue formation was observed, so the surgeon removed the implants and excised the scar tissue around the implants. It reported that there was no evidence of a cyst or infection.